Event description:
Patient reported that back to back tests performed on their surestep meter using separate finger sticks were 50, 188 and 180 mg/dl (99% difference). No symptoms were reported. Control test result (125) using new solution was in range (97-145). Patient was advised to do meter/lab comparison on 1-5-01. Reviewed qc procedures and discussed meter/lab comparisons. There was no allegation of harm.